Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors (moderate access vessel calcification, moderate access vessel tortuosity) may have contributed to the access vessel thromboembolism and subsequent thrombus aspiration and vascular stent placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-03559.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, access was obtained via a puncture in the right femoral artery. Balloon aortic valvuloplasty (bav) was performed with a 25mm edwards balloon catheter. A 29mm sapien 3 valve was then deployed with 2ml less than nominal volume. Post valve deployment, pericardial effusion was observed. An annular rupture at the right coronary cusp (rcc) side was diagnosed. The pericardial effusion was resolved with blood pressure control and chest drainage. The patient was placed under observation. Following sheath withdrawal, an access vessel thromboembolism occurred. Following thrombus aspiration, a vascular stent was placed. The valve remains implanted in the patient. The access vessel minimum luminal diameter (mld) measured 6.5mm x 7.6mm with moderate calcification and moderate tortuosity reported. No further information concerning other patient comorbidities possibly affecting thrombosis could be obtained.